Event description:
It was reported that the pump touchscreen was cracked and unresponsive and unreadable. Reportedly, the pump was bumped against a hard surface. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.